Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt states the inside pump area was dry but the back of the tubing set was wet and there was fluid on the liberty cart. Pt states no ill effects, one dose of antibiotics administered ip as a precaution. Effluent has remained clear. There is a sample available for evaluation.